Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric and 98% stenosed distal left anterior descending artery. Pre-dilatation was performed with an unknown balloon catheter at 10 atmospheres. A 2.75 x 15 mm mm xience v was deployed at 12 atmospheres when a proximal edge dissection occurred. A 2.75 x 15 mm xience v stent was used to seal the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.